Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for deep vein insufficiency. At some time, post filter deployment, it was alleged that the filter was migrated to heart .the device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven years eight months later computed tomography revealed that an infra renal inferior vena cava filter demonstrated with the cephalad tip at the approximate level of the inferior margin of the right renal vein. There was significant tilt of the inferior vena cava filter with the cephalad apex projecting toward the right abutting the right lateral wall of the inferior vena cava. Filter struts perforated along the anterior margin of the inferior vena cava with three struts which appear to penetrate the adjacent loop of small bowel, extending approximately 9 mm, 5 mm, and 6 mm beyond the confines of the inferior vena cava. There was a filter strut along the left aspect of the inferior vena cava penetrating the inferior vena cava extending into the adjacent adipose tissues by approximately 4 mm. Therefore, the investigation is confirmed for filter tilt and perforation of inferior vena cava (ivc). However, the investigation is inconclusive for the filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for deep vein insufficiency. At some time, post filter deployment, it was alleged that the filter was migrated to heart .the device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for deep vein insufficiency. At some time, post filter deployment, it was alleged that the filter was migrated to heart .the device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain; however, the current status of the patient is unknown.